Event description:
It was reported that the customer's insulin pump buttons stopped working. Customer stated he took the battery out and put it back in and there was a message on the screen, but the pump was dead at the time of the report. Customer's blood glucose was not known. No significant events leading to the issue were recalled. Customer was advised to discontinue use and revert to back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.